Event description:
It was reported to philips that the system could not emit x-ray. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed normally after a restart of the system. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse analyzed the log file and found the wired foot switch power supply error code. The fse checked the wired foot switch cable and found that the cause was due to poor contact of the cable the fse solved the issue by re-connecting the wired foot switch cable. After this action, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.